Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is improper implant size selection or not installing the implant deep enough.

Event description:
The patient had left side si joint arthrodesis in mid-2017 where two implants were placed. The patient later reported to a new surgeon with pain complaints. The surgeon determined that the most superior positioned implant was too proud of the ilium. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the superior positioned implant and filled the void with bone graft. No other preexisting implants were adjusted or removed. The patient's pain complaints are resolving following the revision procedure.